Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine (10 mg/ml at 5.501 mg/day) and morphine (20 mg/ml at 11.002 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The pump logs indicated multiple motor stalls and recoveries. The first motor stall occurred on (B)(6) 2018. A stopped pump period may exceed tube set message logged on (B)(6) 2018 and the pump was currently stalled. The patient had withdrawal symptoms as a result of the stalls which had come on suddenly. The hcp denied any emi (electromagnetic interference) or magnetic interaction. No further complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Notification/recall z-0497-2013 is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via pump event logs which indicated that the motor stall on (B)(4)2018 did recover later the same day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found ¿pump motor gear train anomaly ¿ corrosion and/or wear and/or lubrication and ¿pump motor gear train anomaly ¿ stall due to shaft/bearing¿. <(>&<)> analysis of the device determined that notification/recall z-0497-2013 is applicable for this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer¿s device registration system indicates that the pump was replaced on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 29-may-2018 from a healthcare professional (hcp) via a company representative who reported that the plan was to replace the pump on (B)(6) 2018. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.